Event description:
The customer reported that during a vaginal hysterectomy, the jaws of the device stuck together on the tissue. The site was unable to provide add'l info as to how the device was removed. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.